Event description:
Customer reported system will not boot, or takes over two hours to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.